Event description:
Olympus (osh) was informed that the high-definition autoclavable camera head has intermittent image problem, image flashes when moving the video cable¿. The reported problem was found after regular maintenance. No patient or procedure was involved.

Manufacturer narrative:
The subject device was returned to olympus repair for evaluation. The customer¿s reported problem, the image flashes when moving the video cable, could not be duplicate/confirmed. However, the cable unit was damaged, due to which, the image would flicker (image visible) when the cable was shaken. Additionally, the switch was worn. The device has not been repaired before in the past year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the intermittent image problem occurred from a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.